Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "there was a tube without a cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.